Manufacturer narrative:
Siemens has requested instrument log files for further investigation. The cause of this event is unknown.

Event description:
Customer reported that their rp500 (B)(4) gave a discrepantly high thb result. There is no report of injury due to this event.

Manufacturer narrative:
The customer was contacted several times for instrument log files but was unable to provide all the required logs. Without the required information an investigation cannot be performed. Customer is currently operational.